Event description:
It was reported that during a lab stimulation procedure, the tech attempted to load a clip in the jaws of the device and the clip ejected. A new device was used to complete the lab simulation without incident.

Manufacturer narrative:
Information anticipated, but unavailable at this time.